Event description:
While providing hyperthermic intraperitoneal chemotherapy (hipec), the thermachem machine had an electrical failure. After restarting the machine, I was able to resume the treatment after approximately thirty seconds. At this time medical engineering was paged to the room. After approximately a minute and a half the machine failed again. I restarted the machine again and continued with the treatment. Medical engineering had arrived and removed the side panel of the machine and while on the phone with a thermasolutions representative attempted to do a running repair of the machine. While the medical engineering personnel was doing the repair, the machine failed for a third time and I repeated what I had done before. After the machine was restarted, the medical engineer finished with the running repair and the machine had no further shutdowns. The medical engineer remained in the room for the remainder of the treatment delivery. Although I do not believe we were able to deliver an optimum treatment, it was near optimum and there was no harm done to the patient.